Event description:
It was reported that the thermogard console (sn (B)(4) displayed a mid:23 (patient probe offset) error message intermittently. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.